Event description:
It was reported to boston scientific corporation that a jagwire was used on an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2013. According to the complainant, during procedure, when the guidewire was introduced to the pancreatic duct, the hydrophilic tip of the guidewire detached exposing the corewire tip. It was reported that no part of the guidewire detached inside the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the corewire tip. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found a section of the pebax detached, exposing the corewire in the tip, approximately 3.2 cm from the distal end. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. The outer diameter measurements are within the specifications. The returned unit was consistent with the complaint that the distal tip detached exposing the corewire tip. The available information fails to indicate a definite root cause. Based on all gathered information, the most probable root cause is undeterminable. A DHR (device history record) review was performed on lot number 15688481 and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire was used on an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2013. According to the complainant, during procedure, when the guidewire was introduced to the pancreatic duct, the hydrophilic tip of the guidewire detached exposing the corewire tip. It was reported that no part of the guidewire detached inside the patient. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.